Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels while using their insulin pump. The customer's blood glucose level was not reported. Customer was not in the condition to trouble shoot at the time and in the mean time products used are being replaced. No further information was provided.